Event description:
Customer reported that battery on the device was not charging, and no additional information was provided. No adverse impact to the customer¿s blood glucose level was noted. Pump was returned for further examination, upon plugging in the pump, it started without any issues and was recognized by the computer.

Manufacturer narrative:
Initial MDR was submitted incorrectly. Please disregard mfg# 3013756811-2025-231714.